Manufacturer narrative:
(B)(4). It should be noted the xience prime everolimus eluting coronary stent system instructions for use (IFU states): this device is indicated for improving coronary luminal diameter in patients with symptomatic heart disease due to de novo native coronary artery lesions. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances. The reported patient effect of restenosis, as listed in the xience prime everolimus eluting coronary stent system instructions for use (IFU) is a known patient effect that may be associated with use of a coronary stent in native coronary arteries. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.

Event description:
It was reported that on (B)(6) 2013, the procedure was to treat an 81% stenosed lesion in a saphenous vein graft (svg). After pre-dilatation was performed, the 2.25x28mm xience prime stent delivery system (sds) was advanced and the stent implant was successfully deployed. No post-dilatation was performed. The procedure was completed without any device or procedure issues. The patient was discharged on dual antiplatelet drug therapy (dapt) medication. On (B)(6) 2014 during 8-month follow-up, angiogram revealed in-stent restenosis of the deployed 2.25x28mm xience prime stent implant. On (B)(6) 2014, percutaneous coronary intervention (pci) was performed to treat a chronically totally occluded (cto) in the circumflex (cx) artery; however, the in-stent restenosis of the deployed 2.25x28mm xience prime was not treated. No planned future treatment has been reported. There was no additional information provided.